Event description:
The complaint is reported as: the cvc was inserted in jugular on 18 oct 2021 in the cardiac catheterization room. The cvc was found on 21 oct 2021 at 8.30 am leak ing (hole) at the level of the distal line. Air went through the tubing of the line. The patient was scheduled to take a petscan at 9.15 a.m. Paramedics arrived on the ward but the catheter had to be changed. This delayed the exam and required a reorganization of the schedule of the ambulances. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned one, 4-lumen cvc for analysis. Signs of use in the form of biological material was observed on the returned catheter. Visual analysis revealed a hole on the distal extension line. Microscopic examination confirmed the damage and revealed that the hole appears to be consistent with contact with sharps (i.e. Needle bevel, scalpel, scissors, etc). The catheter body length measured 220mm which is within the specification limits of 207mm-227mm per the catheter graphic. The distal extension line outer diameter measured 2.16mm which is within the specification limits of 2.13mm-2.21mm per the distal extension line extrusion graphic. The distal extension line inner diameter measured 1.422mm which is within the specification limits of 1.420mm-1.500mm per the distal extension line extrusion graphic. A lab inventory syringe filled with water was attached to each of the catheter extension line and flushed. When the distal line was flushed, water was observed leaking out of the hole in the extrusion. No other leaks or defects were observed when flushing the other extension lines. Performed per IFU statement "check lumen placement by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not suture directly to outside diameter of catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow". The report of a leaking catheter extension line was confirmed through complaint investigation. Visual and microscopic analysis revealed a small hole in the middle of the distal extension line extrusion. The appearance of the hole is consistent with damage resulting from contact with a sharp instrument (i.e. Needle bevel, scalpel, scissors, etc). The catheter met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the cvc was inserted in jugular on (B)(6) 2021 in the cardiac catheterization room. The cvc was found on (B)(6) 2021 at 8.30 am leak ing (hole) at the level of the distal line. Air went through the tubing of the line. The patient was scheduled to take a petscan at 9.15 a.m. Paramedics arrived on the ward but the catheter had to be changed. This delayed the exam and required a reorganization of the schedule of the ambulances. No patient harm reported.

Manufacturer narrative:
(B)(4).